Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device was flickering during use on patient. No negative impact in state of health reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
Additional information received: the distributor confirmed that when using the cautery this problem is happening, and they used this tc304 without cautery many times with no issue. The distributor asked the hospital to change the cautery because they are using a different manufacturer cautery, and it's called zeus, karl storz product was not the failling item.